Event description:
The st. Jude medical representative reported that the device experienced a long charge time. The patient becames syncopal and trauma to the head resulted. The rep stated that the patient reported recovering from the episode quickly. When the patient presented to the emergency department, the ICD could not be interrogated despite several attempts. The decision was made to explant the device. The device interrogated successfully after explant.